Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right atrial (ra) lead dislodged and had a failed atrial lead position check (alpc). It was also reported that the ra lead was sensing the right ventricle and was inappropriately pacing the right ventricle. Reprogramming occurred. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.